Event description:
Distributor reported that a customer reported obtaining spuriously high results with this kit. Subsequently, the pt was treated, although later investigation determined that this treatment was not necessary. Treatment was not a serious injury, however, it could possibly have been under different circumstances.